Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. The insulin pump was unable to perform the displacement test due to motor error alarm. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked belt clip slot and minor scratches on lcd window.

Event description:
It was reported that the customer had high blood glucose levels of 205 mg/dl. The customer reported a motor error alarm from the insulin pump during bolus. Troubleshooting was done. It was reported that the customer was not using the sensor feature of the insulin pump. The customer reported that the insulin pump was exposed to magnetic resonance imaging in the hospital. The customer was unable to complete the rewind sequence on the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).